Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced all four battery pins and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed battery pins at the failure analysis center and determined the cause of the failure to be broken loose contact material on the tips of the battery pins.

Event description:
It was reported that the device powered itself off and on. There was no pt use associated with the reported failure.